Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a bariatric procedure, the stapling allows the 1st two advances of the device, but does not allow the third cut. The device is unlocked and it is observed that the last thirds of the stapled did not form and were in the recharge. The staple line is incomplete in the distal end. Another reload and handle was used to resolve the issue. There was no patient injury.